Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one nurse was unable to log in. The station displayed an error unable to authenticate during login. The customer attempted troubleshooting by consulting their it team, who confirmed that the nurse credentials were set up correctly. She also changed her password and updated settings on the es server; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 nurse was unable to login to 1 station. A technical support specialist dialed into the station and reviewed the medication application logs and noticed that the authentication error occurred because the user account was locked while the system was detecting the account as a domain user and provided an update to the customer and advised user to check with hospital information technology to verify the user active directory (ad) account status and unlock the account if needed. Once the ad account is unlocked, the user should be able to log in normally.